Event description:
It was reported that during a deep rectum procedure, the instrument would not close correctly and fired an incomplete staple line. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.